Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the device battery; it is at end of life. The device will be explanted and replaced. No patient complications have been reported as a result of this event.